Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/27/2013 with the following findings: the keypad was found to be peeling fully intact; no damage or peeling was observed. During testing, the up arrow keypad button was found to be intermittently; all other keypad buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the 'up' arrow was intermittently unresponsive. The patient reported that the 'up' arrow on the pump has been responding intermittently for the last few days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.